Event description:
It was reported that the right ventricular (rv) lead exhibited noise and briefly inhibited pacing on dependent patient. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.